Event description:
Handpiece did not line up for surgeon to be able to do procedure. Another handpiece was opened and doctor was able to do procedure. No harm to patient. Instrument handpiece was loaner and was returned to vendor same day.